Event description:
The manufacturer representative reports a patient with paralysis of the lower extremities following catheter placement difficulties. The patient was undergoing device system implantation in 2007. The patient had seven previous back surgeries making it difficult to access the intrathecal space. During the procedure, multiple needle sticks were necessary and the catheter turned retrograde and entered the spinal cord. The distal portion of the catheter was removed. The proximal portion of the catheter and the pump remain implanted. Following the procedure, the patient could not move their lower extremities. The patient was admitted to the hospital. The patient receives morphine 10mg/ml at 0.5mg/day. The patient recovered with sequela. Additional information has been requested from the hcp, but was not available on the date of this report.